Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high bipolar impedances ranging from 1350-1420 ohms. The lead was capped and replaced.